Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two flexiva 200 laser fibers that were used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 laser fiber were opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, it was noted that the laser body broke upon opening the package. A second flexiva 200 laser fiber opened and same issue occurred. The procedure was completed with a third flexiva 200 laser fiber. There were no serious injury nor adverse patient effects as a result of this event.

Manufacturer narrative:
(B)(4). The fiber was returned broken into two pieces. The first piece measured approximately 254.4 cm from the top of the connector to the break. The second piece measured approximately 63.1 cm from the break including the distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
Note: this manufacturer report pertains to one of two flexiva 200 laser fibers that were used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 laser fiber were opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, it was noted that the laser body broke upon opening the package. A second flexiva 200 laser fiber opened and same issue occurred. The procedure was completed with a third flexiva 200 laser fiber. There were no serious injury nor adverse patient effects as a result of this event.